Event description:
A 6f angio-seal vip was deployed in a right femoral artery puncture following a cardiac angiography, and hemostasis was achieved. Two days later, the patient returned to the hospital complaining of pain, and blood work revealed that an infection may have developed at the access site. The site was tender and bruising was noted. The patient was given oral antibiotics and was sent home. Four days later, the patient returned to the hospital, and a CT scan was performed to investigate a suspected pseudoaneurysm. No pseudoaneurysm was found, but an enlarged lymph node was noted. The patient was admitted for IV antibiotic treatment for 48 hours. The patient was discharged four days later.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected.